Event description:
It was reported that the pump does not detect occlusions.

Manufacturer narrative:
There is no adverse event associated with this complaint. The pump was returned to animas for eval. An occlusion alarm was reproduced by blocking the infusion tubing during a 10 unit bolus. The pump emitted an occlusion alarm with audible sound and screen message. During eval, the force sensor shim plate was observed to be damaged and the force sensor was found to be out of calibration. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.